Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room due to an unrelated surgical procedure. Upon interrogation it was revealed that the right ventricular lead exhibited under sensing. The patient stated they had fallen in (B)(6) 2020, the sensing trends shows decrease in sensing since that time. The patient is not pacemaker dependent, the physician elected to perform programming changes to resolve the issue. Patient condition was stable.